Event description:
It was reported that the customer received multiple occlusion alarms. The alarms were dismissed and insulin delivery was resumed. The customer's blood glucose level was over 600 mg/dl. Customer administered an insulin injection prior to reporting the event.

Manufacturer narrative:
Follow up with customer on (B)(6) 2014 indicates blood glucose level was within target range (90 mg/dl). The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.